Event description:
The customer reported that during an arthroscopic rotator cuff repair using this suture hook, the distal portion broke off in the patient's shoulder. The surgeon retrieved the detached tip without injury, and the surgical procedure was completed using another suture hook.

Manufacturer narrative:
To date, this device has not been returned for evaluation. A follow-up report will be sent upon receipt of this device and completion of the investigation.